Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to hypertense heart, chronic kidney disease, and congestive heart failure. The device operated as intended and will not be returned for evaluation. No additional information provided.

Manufacturer narrative:
Section a2 & h4: corrected information. Manufactures investigation conclusion: the pump was not explanted after the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Renal failure and death are listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.